Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user provided additional information that they found the reported event during a procedure. The user replaced the device to another device and completed the procedure. The device was returned to the department of olympus australia pty ltd. The evaluation of the device confirmed the following; the error (e300) was reproduced when the endoscope was connected. And front panel lights kept flickering when the endoscope was disconnected from the device. Connector had multiple cracks, dirty pins, and signs of rust. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the the error (e300) and flickering front panel were caused by the defect of the connector. There is possibility that the defect of the connector was caused by aging or adhesion of foreign matter to the connector or cleaning the output socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years), and physical damage to the device likely from regular use over its lifetime. Additionally, the socket could have been damaged by use and/or liquid or a foreign object contact. This issue is addressed in the instructions for use (IFU): "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.".

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The olympus engineer visited the user facility and confirmed that the reported event occurred when the endoscope was connected. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that an error (e300) was displayed on the monitor and abnormality of front panel light was confirmed. There was no report of patient injury associated with this event.